Manufacturer narrative:
The reported events of seroma and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional reported rupture and exchange from textured to smooth due to the patient's concern with the product. Healthcare professional later reported "carotid absence of breast and nipple," "very large seroma posteriorly," "granulation appearing tissue," and "possible alcl issue". A pathology report was provided and stated "there is no evidence of anaplastic large cell lymphoma morphologically or by flow cytometry". Capsulotomy was performed.

Manufacturer narrative:
A review of the device history record has been or will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Patient reported left side rupture via MRI and "increasing in size". The device has been explanted and replaced.

Event description:
Patient reported, left side rupture. Via MRI and "increasing in size". The device has been explanted and replaced.